Event description:
The complainant has reported that a pt (age and gender unknown) underwent a polypectomy / colonoscopy procedure which involved the use of a bsc captiflex polypectomy snare device. It was reported that during the polypectomy procedure, "they noted that the snare was not cutting properly or as expected." They "left this snare in place and changed the generator from an irby to a valley lab and then re-attempted to cut. After the dr stepped on the pedal, the snare cut through the polyp and simultaneously shocked the nurse." The physician also reportedly found a 2nd polyp, but changed snare to another of the same type from a different lot number and removed the 2nd polyp. The polyp was removed successfully without injury to the pt or nurse.

Manufacturer narrative:
The device is currently in transit to the MFR. An eval will be performed upon receipt of the device and the results will be reported in a f/u medwatch report. The march 2007, rolling 15 month trend chart was reviewed for the captiflex snares product family and has shown no adverse trends. Moveover, the total number of complaints received for this product family does not exceed a limit which would warrant further action at this time.